Event description:
The customer contact reported that channel 1 of the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical engineering department from the catheterization lab with a report that the device was alarming with an unspecified malfunction. No specific pt info, pump programming, or event details were provided. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delay of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device has been received. Testing is not complete. This report represents all the info known by the reporter upon query by hospira personnel.